Event description:
It was reported that during an acl reconstruction surgery, the device broke, then the debris was removed and a backup device was used to complete the procedure. No significant delay or patient injuries were reported.

Manufacturer narrative:
One 8x25mm biorci ha screw was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 4mm of the distal threads have been broken off and not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. A review of the clinical details identified that the surgical site was not prepared per the IFU.